Event description:
The customer reported after 20 minutes, the autopulse nxt platform (sn (B)(6) became very hot and smelled like something was burning. The hygiene barrier was used over the platform. The team stopped the platform and immediately continued with manual compressions. The device was turned off. This caused interruption of resuscitation efforts, but minimal delay was reported. The 85-year-old 113 kg female patient subsequently died of a massive pulmonary embolism. No additional information was provided.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The complaint that the autopulse nxt platform (sn (B)(6) became very hot and smelled like something was burning was confirmed based on the archive review but not during functional testing. According to the archive log review, around the event date, an alert 120 (alert_analog_motor_temp) warning was issued due to rising motor temperature. The session concluded when the motor temperature exceeded the thermal limit of 110°c, triggering fault 1290 (fault_analog_motor_over_temp) and stopping the compression process. As a result, the yellow alert triangle indicator was activated. The burning smell reported is primarily caused by oil residue burning off from the motor as it heats up. Additionally, the rising temperature of the motor can cause the surface enclosure and the surrounding areas to feel slightly warm to the touch. Hot air from the motor's exhaust can also contribute to this sensation. However, during functional testing, the platform performed as intended without faults or errors. Visual inspection of the returned platform was performed, and no physical damage was observed. The autopulse nxt platform passed the preliminary functional test without any fault or error. The platform was tested using the service large resuscitation test fixture (lrtf) and operated for 21 minutes until the battery discharged, and no faults or errors were detected. Additionally, there was no burning odor noticed during the testing. The customer reported complaint was not reproduced. Following service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error. The death due to pulmonary embolism was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.